Event description:
Customer reported a high blood glucose level, with the specific value unknown but displayed as "high" on both the cgm and bg meter. Reportedly, the customer was not properly preforming the load sequence. Tandem technical support educated the customer on proper loading techniques. A correction bolus via the pump was administered to address the blood glucose.